Manufacturer narrative:
The customer reported that they performed a patient transport while using only the internal battery of the ventilator. Per vyaire's instructions for use, an external power source should be used while operating the device with a patient. Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known test ac adapter. When the ventilator was plugged in with an ac adapter, the ventilator displayed an amber on charge status. After a couple of hours of charging, the charge status led displayed a solid green. The ventilator failed the 40 minute battery duration test from the ltv service manual. Vyaire medical replaced the internal battery to address the reported issue.

Event description:
It was reported to vyaire medical that the internal battery failed during a transport. The unit was on a patient at the time of the event. It is unknown whether there was any patient harm associated with this complaint.